Event description:
It was reported that a (B)(6) year old female patient underwent an atrial fibrillation (afib) procedure with a thermocool smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. It was reported that during an afib case, the pulmonary veins were isolated, left sided flutter was mapped and then there was planned cardioversion. The pericardial sack was then found to be enlarged on ultrasound and the pericardial effusion was also confirmed by ultrasound. A pericardiocentesis was done with an unknown amount of fluid was drained. The patient was reported to be in stable condition at the time the complaint was reported. Additional information was received on the event. At the beginning of the procedure, a thermocool smart touch bidirectional catheter was used. It was showing low temperature readings, so the catheter was changed to the thermocool smart touch unidirectional catheter before any ablations were done. Physician does not believe first catheter contributed to event. The event occurred post ablation, post cardioversion and just prior to the end of procedure, post use of biosense webster products. No transseptal puncture was done during the procedure. The tamponade was most likely cause by patient factors and not caused by the ablation procedure. The physician noted there may have been very small amount or very slight enlargement of width in pericardial space at start of case as seen on ultrasound catheter but it was not confirmed. The patient was kept at the hospital overnight and released the next afternoon. Settings during the event include: power titrated ablating between 20w and 40w / irrigation flow setting 17ml/min at 30w or below and 30ml/min at 31w and above. Heparinized saline was provided as an anticoagulant during the procedure.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model#m-4800-01 serial# (B)(4)); stockert 70 system (model# unknown serial# (B)(4)); cool flow pump (model# unknown serial # (B)(4)); webster bi-direction catheter (model# unknown, lot# unknown); soundstar catheter (model# unknown, lot# unknown); lasso eco nav catheter (model# unknown, lot# unknown). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 08/25/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) procedure with a thermocool smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was also performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Additional information was received that the device was not discarded and will be returned to the bwi failure analysis lab for analysis. (B)(4).